Manufacturer narrative:
Screw fractured in dental implant. Fragment could not be removed. Implant was explanted. New implant was placed. Reason for ae reporting = additional surgical intervention fracture was caused by mechanical overloading of the screw.

Event description:
Screw fractured in dental implant. Fragment could not be removed. Implant was explanted. New implant was placed. Reason for ae reporting = additional surgical intervention.